Manufacturer narrative:
Batch records, final product manufactured and qc records have been reviewed for cov1120155. No abnormal issue was found in the manufacturing process, technical testing and quality control inspection. The manufacturing process complied with the dmr. Test results of retention samples from cov1120155 meet the qc criteria. We have not found the complaint issue from the retained cassettes. The complaint is not verified.

Event description:
Invalid result (s). Called in because no results displayed. She had called into tech support and had someone walk her through a test so she followed the directions exactly. She dispensed the 4 drops into the s well but after 15 minutes no c or t line appeared. The kit was purchased at (B)(6) pharmacy. While on the phone I walked her through another test and she received results immediately.